Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 4 months. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted from (B)(6) 2015 due to redness and drainage at the driveline exit site. The patient cultured positive for pseudomonas aeruginosa. It was reported that the patient had been utilizing a showerhead previously used by another party. The patient was placed on chronic ciprofloxacin with resolution of symptoms. Dressing changes would be performed more frequently. The pump was reported to be functioning as expected.